Event description:
During follow up with a home pt's nurse regarding an unrelated event, baxter's product surveillance department was notified that the home pt experienced a peritonitis episode in 2005. Reportedly, the home pt presented at the dialysis clinic with cloudy effluent. Lab work was done which confirmed that the home pt had peritonitis. The home pt was given a leading dose of 2g vancomycin, intraperitoneal, and was given 40mg tobramycin, also intraperitoneal. The nurse had advised the home pt that they may need another dose of the vancomycin depending upon the culture results and the home pt was instructed to administer 40mg tobramycin daily unitl culture results were received. After the culture results were received the home pt was instructed to continue administration of tobramycin daily (duration unknown), no further treatments of vancomycin were required. The nurse has concluded that home pt fully recovered from the infection, based on the absence of symptoms. No hospitalization was required for the infection.